Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was admitted to the hospital due to shock therapy treatment for ventricular tachycardia (vt) episode. A request was made to have data from this device analyzed. Data analysis identified appropriate sensing and detection of the arrhythmia ventricular tachycardia (vt), although therapy was exhausted for this episode. The patient was given cordarone to reduce arrhythmias. Rhythmcare advised that appropriate device function based on programming. The patient will be monitored at the hospital. The device remains implanted. No adverse patient effects were reported.